Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was found to visually and audibly alarm during alarm conditions. Removed sensor from the simulator; hung it next to the monitor for 15 minutes, no probe-off reading was observed and "sensor off" message displayed throughout the entire 15 minutes of testing. In addition, applied moderate motion (swing back and forth) to the sensor end, no probe-off reading was observed and "sensor off" message displayed. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that a new incident with no probe off detection. Concerning a masimo m-lncs dci sensor on a (B)(4) intellivue mx800 monitor with masimo set board inside. Closed dci sensor is hanging next to bed, not in use but giving a reading of 89% spo2 and showing a plethysmographic waveform. There were no consequences or impact to patient.